Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for leakage with the incident lot was observed. Evaluation of the customer samples was performed and a crack in the cannula was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for leakage with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and a crack in the cannula was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Event description:
It was reported that during use of the bd vacutainer® precisionglide¿ multiple sample needle a hole was in the middle of the needle (between the needle tip and the needle hub) and blood leaked from there. The following information was provided by the initial reporter: a hole was in the middle of the needle (between the needle tip and the needle hub) and blood leaked from there.